Manufacturer narrative:
The customer¿s stated issue of pca locking mechanism surpassed was confirmed through testing. The pca lock was manipulated and opened with a tool by forcefully prying between the front and rear doors on the left side of the doors near the flange gripper assembly. The pca door lock feature is designed as a tamper evident feature and is not intended to be tamper proof, an audio and visual alarm occurs if the door or syringe is compromised during an active infusion. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported a weakness in the pca module lock box locking mechanism during testing. The user went in through the gap above the clamp with a pick and manipulated the internal locking mechanism. There was no patient involvement.